Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular fibrillation (vf) event and expired. A review of the stored episode showed appropriate sensing of the arrhythmia, with a normal time to therapy. Five shocks were delivered, exhausting available therapy for the episode, but the vf was not converted. Shock impedance measurements were slightly higher than expected, but were still within normal range. A review of x-rays taken at the original implant procedure in 2017 showed suboptimal system placement. Specifically, the electrode was positioned too low such that the heart shadow was not covered. This likely contributed to the shocks being ineffective at converting the arrhythmia. The s-ICD device and electrode were explanted and returned, but were unable to undergo laboratory analysis due to a legal hold pending resolution of a legal claim.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.